Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose with a highest value of 211, and the caller sought clarification on when the ilet¿s correction algorithm would respond; the device was reported to check glucose every five minutes and delivered insulin during the call, with no alerts or alarms noted. Symptoms included pelvic and lower back pain associated with a known urinary tract infection. Outcomes included successful correction by the pump without outside medical intervention or hospitalization; the user received nonmedical assistance from a family member. Investigation included troubleshooting and user education during the call. Investigation of this case revealed no device malfunction or alarm behavior, and the cause of hyperglycemia was unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.